Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera ii bronchovideoscope's plastic distal end cover was burnt. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause for the complained device was not identified, however based on the results of the investigation, the probable cause of the " burnt c-cover" malfunction would likely be related to a high-energy endo therapy accessory (laser, high frequency, etc.) That was used without ensuring a sufficient distance from distal end. Olympus will continue to monitor field performance for this device.